Event description:
A nurse reported that when placing the phacoemulsification needle on the table, it was observed that it was too short and badly curved (bent tip) before cataract surgery with intraocular lens implantation. The surgery was completed after replacing the tip with another one. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).